Event description:
The following was reported to hamilton medical ag: device show technical alarm ''oxygen supply failed''. On the device we set any percentage of oxygen but the o2 sensor show only 21%. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).